Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (cx) artery. The .014 ht turntrac guidewire (gw) was advanced and positioned. An intravascular ultrasound (ivus) catheter was advanced on the gw; however, when attempting to remove the ivus catheter from the gw, the catheter became stuck on the gw. The gw and catheter had to be removed together as a single unit. It was noted that the gw became unraveled and uncoiled in the guide catheter. It was also observed that the coils detached from the core and did not remain intact. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure continued with a non-abbott gw. No additional information has been provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulty removing the catheter over the guide wire; however, the reported stretched coils and break in the core appear to be related to the operational context of the procedure. Factors that may contribute to difficulty removing the catheter over the guide wire include, but are not limited to, procedural contaminant buildup in the catheter, inner diameter of the catheter, outer diameter of the guide wire, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the difficulty removing the catheter over the guide wire. Additionally, it is likely that manipulation of the guide wire during its interaction with the guide catheter resulted in the reported stretched coils and break in the core. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B1: initial report filed incorrectly as an adverse event. D9, h3: device not available for evaluation.